Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that there was atrial lead noise. The physician believed that the patient suffered adverse consequences of lead noise and several alerts due to the performance of the product. The patient would continue to be monitored. The patient was in stable condition.